Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant was initially placed on 2009 and loaded on 2009. Patient went to the clinic on (B)(6) 2023 with half of the crown, the other half was implanted. The implant with crown fractured at the body of the implant and lower part, which is integrated, was left in the mouth. Tooth site 36. The patient retains all his teeth and chews with all his teeth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) os4511, (osseotite xp® implant 4/5 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified half of the implant attached to a crown with signs of use. Fracture was identified across the threads of the implant. Only the implant upper part was returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 834977. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 834977 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors, patient conditions. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.